Event description:
Reportability changed based on product analysis completed in 2009. It was reported that during a tace (transcatheter arterial chemoembolization) procedure, a micro-catheter shaft kink occurred. The area of treatment was the medial segment of the left hepatic lobe in the liver. The vessel was severely tortuous. During advancement of the renegade hi-flo microcatheter, the shaft was noted to be kinked which caused difficulties with advancement. The procedure was completed with another of the same devices, and no patient complications were reported. Completed product analysis shower two breaks in the microcatheter.

Manufacturer narrative:
A full dimensional inspection was carried out and all dimensions are within specification. A mandrel was inserted through the catheter shaft and a restriction was felt at approximately 71.2 cm from the hub due to the break in the catheter. The mandrel was advanced in the catheter from after the second break, and restriction was felt again at 8cm from the distal end. There was blood in the catheter and this restriction appears to be due to the presence of dried blood. The catheter was microscopically and visually examined and the catheter was broken in two places. The manufacturing records were reviewed and no issues of discrepancies were found and met all specifications. The most probable root cause if operational context as device performance was limited due to anatomical/procedural factors.